Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the scarred right common femoral artery was attempted using two proglide devices after an interventional peripheral angioplasty procedure with a 6f sheath. Reportedly a cuff miss [suture-retrieval issue] occurred with both proglide devices. A non-abbott device was attempted, but also failed. This resulted in the use of manual arterial compression to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.